Event description:
During a decompression procedure, the surgeon had difficulty navigating with a catheter and pulled back on catheter and the distal tip broke off including the heat coil and a part of catheter (at least 1.5cm) heating element was never turned on. Cat-scan shows broken piece exiting vertebrae. Surgery date is scheduled but unknown at this time.